Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device lost power during a surgery and was unable to maintain the pressure inside the joint. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Customer statement not confirmed. Display defective. Long term test performed. Calibration performed. Safety and function test performed. Most likely cause: misuse.